Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for two patient samples compared to a laboratory using an unknown reagent. This medwatch will be for strip lot 36887712 used for one patient. Refer to the medwatch with patient identifier (B)(6) for the unknown strip lot used for the other patient. The result from the meter was 3.5 inr and result from the laboratory was 2.1 inr. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. There were no hematocrit issues, no direct thrombin inhibitors, no heparin therapy, no lupus, no antiphospholipid antibodies, no diet changes, no new medications, no changes in normal medications, no new illnesses, and no bleeding or bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any material for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.